Event description:
A patient reported that the pump battery life was draining rapidly from 30% to 0%. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.